Event description:
It was reported that during the system implant procedure, this right ventricular (rv) lead required multiple repositions and low sensing amplitudes were noted. An echocardiogram was performed which revealed a rv lead perforation and subsequent cardiac tamponade. The physician surgically drained the tamponade. The rv lead was repositioned to resolve the event and no additional adverse patient effects were reported. The lead remains implanted and in-service.